Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist tried to install the dental implant but it hasn't presented primary stability, so the implant had to be removed.